Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was found to have defect in the lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that just after insertion, the intra-aortic balloon (iab) was found to have defect in the lumen. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.